Manufacturer narrative:
Beginning (B)(6) 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is (B)(6) and was last returned to the manufacturer for repair on (B)(6) 1992. Analysis of the device determined that the head an d control bar were damaged. It was also noted that the 2" width plate was damaged. Prior to repair, the device was within calibration specifications. The reported event of the dermatome not functioning could not be duplicated. However, there was damage present on the device that could have affected the cutting ability. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not working correctly during testing performed prior to a skin graft procedure. It was reported that when the blade and width plate were placed on the device and tested prior to use, the device made a loud sound and did not run. It was reported that an alternate device was available and the planned procedure was completed without delay. There was no report of injury associated with the reported event.